Event description:
It was reported that this pacemaker was found to be in safety mode during a routine follow-up. Subsequently, the device was explanted and replaced on the same day. The device is expected to be returned. No additional adverse patient effects were reported.